Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer stated that the qc and calibration results are as expected. On (B)(6) 2025, there was an issue related to calibration, but after the operational maintenance, the calibration was confirmed to be correct. The customer did not report any additional events and reported that the instrument is functioning without any problems. No additional information was provided. The investigation was unable to determine a direct root cause.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module for one patient. The initial result was 180 mmol/l, and the repeat result was 141 mmol/l.